Event description:
It was reported the patient never had therapeutic effect. The patient had loss of bladder control. The reporter also stated the "connection was gone," and the wiring needed to be 'reconnected." The patient was "very" active and it was possible this could have caused the lead connection issue. It was noted the stimulation was currently turned off. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3889-28, lot # v121274, implanted: (B)(6) 2008; programmer model 3037, serial # (B)(4).